Manufacturer narrative:
The reported field event of high, out of range hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the high, out of range hv lead impedance could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the patient presented for routine follow up the device exhibited an alert for high, out of range, hv lead impedance. The device was explanted and replaced without complication to the patient.